Event description:
Pacemaker was found to be in "backup code c" on 1/15/97 during routine evaluation. Unable to measure or program. Pacemaker returned to normal function on 1/20/97 by MFR's clinical engineer using special software.